Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016, at 08:30am she obtained a result of "385 mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "166 mg/dl" obtained on a freestyle meter, within 30 minutes of each other. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin 500 mg pills twice daily in response to the alleged issue. The patient reported that immediately after the issue occurred she developed symptoms of "lethargic and moodiness" and that on (B)(6) 2016 she visited the emergency room (ER) where she was treated with insulin and had her blood glucose tested on an ER meter, although could not specify the result obtained but stated that it was "lower". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly and the patient had followed the correct testing procedure. Product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The medical intervention received by the patient is consistent with the reported meter readings. However, this complaint is being reported as a malfunction because the reported meter readings do not meet lfs criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.